Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left superficial femoral artery. A non-bsc guide wire was used to cross the lesion and a 1.5 mm coyote es balloon catheter was used for predilation. A 4.00mmx40mmx146cm coyote¿ es balloon catheter was used for "size up." However upon first inflation at 14 atmospheres, the balloon ruptured. The device was then exchanged with a 5mmx60mm sterling balloon catheter. The procedure was completed with the implant of a non-bsc stent and postdilation with a 5mm x 60mm sterling balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left superficial femoral artery. A non-bsc guide wire was used to cross the lesion and a 1.5 mm coyote es balloon catheter was used for predilation. A 4.00mmx40mmx146cm coyote es balloon catheter was used for "size up". However upon first inflation at 14 atmospheres, the balloon ruptured. The device was then exchanged with a 5mmx60mm sterling balloon catheter. The procedure was completed with the implant of a non-bsc stent and postdilation with a 5mm x 60mm sterling balloon catheter. No patient complications were reported and the patient¿s status was good.